Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the patient was allergic to their antibiotics which caused them diarrhea for the past 2 days. Additional information received on march 3, 2017 from the trial patient via the manufacturer¿s representative reported that the patient¿s incision site felt sore described as ¿like a strong bruise and is very achy¿. Further information received from the representative reported that the patient was leaking blood from the bandage. As an intervention the patient¿s spouse attempted to change the bandage on the day of report. It was unknown if any surgical intervention had occurred or was planned. It was unknown if the issue was resolved and the patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.